Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with a low followed by hyperglycemia after dinner and reported difficulty twisting the connector on and off the cartridge, and the user changed the infusion site and supplies to address the issue. Symptoms included hypoglycemia at 45 mg/dl for about 20 minutes without loss of consciousness and hyperglycemia up to 350 mg/dl for approximately six hours without diabetic ketoacidosis or other acute complications. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy beyond standard use of the system and supply change. Investigation included complaint handling and user interview. Investigation of this case revealed user-reported difficulty attaching the connector to the cartridge and subsequent glycemic excursions without confirmed device malfunction. It was concluded that the cause of the reported hyperglycemia and hypoglycemia was unclear, and the connector handling issue could not be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.